Event description:
Complainant alleged that during a routine shift check by a clinician, the device was shutting on and off on its own. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report that the device shut down inappropriately was not replicated. A review of the device's activity log observed that the device performed a soft reset. The device was tested and the malfunction was not replicated or confirmed. The monitor board was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.